Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 112 mg/dl. The customer stated that the esc button worked intermittently, and the act button also stopped working at times. No significant events leading to the keypad issues were observed. The customer also reported a high blood glucose reading of over 600 mg/dl, during which the insulin pump alarmed low reservoir but then stopped delivering insulin altogether. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. However, the insulin pump passed functional testing. The insulin pump also had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window and reservoir tube window, and broken belt clip slot.